Event description:
End user reported that she feels a sensation on the left side of her body that causes nerve like pain that radiates from the bottom of her foot to the top of her head. When it gets to the top of her head, it goes to the right side. This only happens when she is sitting in her fdx power chair and it is turned on. She has had MRI's and examinations and can find nothing wrong physically. The dealer has also checked the chair and can find nothing wrong with it.